Event description:
The customer reported an air bubble alarm. The device was returned for evaluation. The device was received for evaluation and confirmed the customer reported problem of an air bubble alarm. Attempts to calibrate the air sensor but was unable to due to the sensor being defective therefore the air sensor was replaced and calibrated. After installation there was error code 01 (rotation check motor). The drive belt was adjusted and the motor position was checked and aligned to resolve this error. After repair, the device was found to meet specification.